Event description:
It has been reported to philips that system was not booting up. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that suite pc was failing. The suite pc has been replaced that the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Upon functional testing, the fse found that the suite pc was having intermittent booting issues. To resolve this issue the fse replaced the suite pc and installed the complete system software (sw). After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.